Event description:
The complaint is reported as "the hcp failed to fire the skin stapler during use on patient." No patient injury/harm reported. The condition of the patient is listed as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first three staples were severely misaligned. There was a staple on top of the rest of the staples in the cover block. The stapler was returned with its trigger engaged. There were signs of biological material on the device. The stapler was received with 34 staples left in the cover block, indicating that at least 1 staple was fired by the customer. The pusher and cover block were submitted to r and d for dimensional testing. Dimensional inspection was performed on the returned pusher and the rail: dimensional inspection was performed on the pusher. The height of leg 1 measured 0.078" which is within the specification of 0.080" 0.002" per product drawing. The height of leg 2 measured 0.076" which is not within the specification of 0.080" 0.002" per product drawing. The height of the upper notch of the pusher that the saddle spring rests on measured 0.093" at one angle and 0.094" at a different angle which is within the specification of 0.090 0.003" per product drawing. The width of the body of the pusher measured 0.021" which is within the specification of 0.022" 0.003" per product drawing. Dimensional inspection was performed on the rail. The measurement from the top of the upper portion of the rail component to the top of the lower portion of the rail component measured between 0.057" and 0.056" on one side of the rail which is within the specification of 0.055"-0.059" per product drawing. The measurement from the top of the upper portion of the rail component to the top of the lower portion of the rail component measured between 0.058" on the other side of the rail which is within the specification of 0.055"-0.059" per product drawing. The pusher was observed to not be flush with the rail and crooked in the cover block prior to functional testing. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. The device was disassembled and die casting anomalies were discovered on the forming tool. It was observed that saddle spring was attached to the pusher; however, the saddle spring was crooked (seated high up on the pusher). The source of the staple misalignment could not be conclusively determined a device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the first three staples were severely misaligned. The pusher was observed to not be flush with the rail and crooked in the cover block prior to functional testing. Upon engagement of the trigger, no staples would fire. The sample was disassembled. Die casting anomalies were observed on the forming tool. It was observed that saddle spring was crooked. R & d completed dimensional testing and determined that elements of the pusher were not within specification. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has been returned; however, the investigation is not complete at the time of this report. A follow up report will be submitted with investigation results.

Event description:
The complaint is reported as "the hcp failed to fire the skin stapler during use on patient." No patient injury/harm reported. The condition of the patient is listed as "fine".